Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived onsite to address the reported event. Fse confirmed the reported event upon power up. Next, fse replaced the sample loader assembly, verified alignment of sample loader position, and quality control (qc). No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 14174112 from 23sep2017 through aware date 23oct2018. There were five similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. The most probable cause of the reported event was due to failure of the sample loader.

Event description:
It was reported that the customer received intermittent "708 x1-axis" errors with their g8 analyzer. Technical support (ts) instructed the customer to clean the footer and attempt to rerun; however, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One sample loader assembly was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. The x1 home sensor (pia board) was found to be non-functional upon receipt. The sample loader passed functional testing. The reported event was duplicated. The most probable cause of the reported event is due failure of the pia board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.